Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was noted that reprogramming could not be performed due to small p-waves. The physician chose to monitor the lead for now. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.